Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, pyxis and meditech were not interfacing and new orders did not cross over. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not interfacing and the new orders were not crossing. The technical support specialist (tss) dialed into the server, restarted the external messaging services and identified that the random access memory usage was not 95 percentage and was receiving and successfully processing the messages. Tss also ran a downtime query, identified that the care fusion coordination engine was on disconnected flag 1 and the time was delayed for almost two hours. Tss deployed the interface services, cce was applied and the messages started to cross over. The system functioned as intended after the technical support specialist troubleshot the device.